Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain of his automated peritoneal dialysis therapy. Per initial report, the home pt pressed go without being connected, then conected after homechoice machine alarmed. Baxter's technical service center assisted the home pt in ending therapy. No pt injury or medical intervention was indicated at the time of the incident per the home pt.

Manufacturer narrative:
Baxter's product surveillance department will attempt to review proper procedures with the home pt.